Manufacturer narrative:
A.1.-a.5. Patient information was not provided. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Patient circuit 2 pump was found sized. Therefore, in order to solve the issue, patient pump 2 was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e22 code) associated to patient circuit 2 pump blocked or too slow. The issue occurred during procedure. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
A complaint database review was performed and identified that unit was manufactured in 2014 and no other similar event was reported since its installation. No adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on previous investigation results, the potential root causes of the pump block could be a damage to the motor ball bearing due to corrosion caused by the environment in which the pump is located with the contribution of the disinfection procedure and / or bush abrasion due to shaft misalignment. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.